Event description:
It was reported that guidewire stuck occurred. Th stenosed target lesion was located in the lower limb artery. An angiojet zelante was selected for thrombectomy procedure. During the thrombectomy procedure, the guidewire became immobilized within the catheter, preventing any further movement. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the catheter and guidewire were removed together from the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet zelante was returned for analysis. Visual examination revealed the device revealed no damage. No guidewire was received with the device. A .035 test guidewire was used to perform a guidewire insertion test. The guidewire was able to pass through the device with no issues. No other issues were identified with the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that guidewire stuck occurred. Th stenosed target lesion was located in the lower limb artery. An angiojet zelante was selected for thrombectomy procedure. During the thrombectomy procedure, the guidewire became immobilized within the catheter, preventing any further movement. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the catheter and guidewire were removed together from the patient.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6).

Event description:
It was reported that guidewire stuck occurred. Th stenosed target lesion was located in the lower limb artery. An angiojet zelante was selected for thrombectomy procedure. During the thrombectomy procedure, the guidewire became immobilized within the catheter, preventing any further movement. The procedure was completed with another of same device. There were no patient complications as a result of this event.